Event description:
The pump was returned for investigation. Investigation found a dim/discolored display. This report is made based on the results of investigation completed on 04/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. No other defects were found. (B)(6).